Manufacturer narrative:
Submit date: 03-may-2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states turns on and off itself during testing. No additional information is available from the initial reporter.

Manufacturer narrative:
Submit date: 18-may-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician verified the reported issue; the unit powers off. The technician also found the unit did not have audio while switching on due to a dislodged component and ingress. Unit was repaired and passed recertification.

Event description:
The customer states turns on and off itself during testing. No additional information is available from the initial reporter.